Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient reported to the hospital with an infection and was placed on intravenous antibiotics and admitted to the hospital. It was noted that the auxiliary incision had not healed. The outer skin layer was open and oozing. The deep pocket tissue appeared to have healed and the external incision appeared fine. It was noted that the patient is a severe diabetic. The subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted.